Manufacturer narrative:
The device was not returned to the service center for evaluation. As part of investigation, the ess informed the customer that according to the IFU after brushing is completed, the suction step is to be performed with using the mh-856 suction cleaning adapter before performing the flushing steps. The customer was provided an in-service that included demonstration of reprocessing in accordance with the manufacturer¿s recommendations. The ess reported that the facility¿s staff confirmed an understanding of the manufacturer¿s reprocessing instructions. A review of the instrument history was performed and showed that the scope was last returned for service on (B)(6) 2019 for a scope connection issue.

Event description:
The endoscopy support specialist (ess) reported that the scope was improperly reprocessed during an onsite observation at the user facility. The ess reported that the facility¿s reprocessing staff failed to perform suction on the scope. There was no device positive cultures or patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information from the legal manufacturer regarding the final investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. As the result of DHR review by mbc, the subject device was shipped from the factory in accordance with specifications. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event are as follows: the legal manufacturer reported that it was confirmed that the reprocessability of the device was confirmed by conducting the appropriate processing according to IFU. (Cleanability /disinfectant /sterilization). The legal manufacturer states that the impact of misuse in the IFU states that improper cds processes can cause infection.